Event description:
It was reported by service report that the weld is broken on the siderail and it cannot be locked up. It is unknown if there was patient involvement, however, no adverse consequences are reported.